Event description:
It was reported that infusion set cannula was bent within three hours of insertion which led to hyperglycemia and treated with correction bolus using pump. The event occurred on (B)(6) 2026.

Manufacturer narrative:
Initial 5 of 7. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.